Manufacturer narrative:
The devices were returned to alphatec for evaluation. Visual inspection confirms a shear fracture of the distal hexalobe tip on both devices. Based on the information available, it appears the root cause is likely a result of excessive torque applied to the device during use. A review of the device history records did not identify any manufacturing or processing-related irregularities that could have contributed to the issue reported. They were found to be properly manufactured and released in accordance with design specifications.

Event description:
It was reported the tip of two screwdrivers sheared off while trying to change the trajectory of a polyaxial screw implanted in cortical bone. The tip of the first driver was retrieved. The tip of the 2nd driver remains in the polyaxial screw which was successfully removed from the patient. There was no impact to the patient nor a delay in surgery as a result of this event.